Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient reported to ER after receiving multiple hv inappropriate therapies due to atrial fibrillation with rapid ventricular response. The patient was treated with medication and will be monitored with routine follow-up by physician. Further information is not available at this time.